Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was running slow. A technical support specialist (tss) followed ¿change speed & duplex on rss command shell¿, knowledge article to address the speed & duplex issue and followed, ¿proper datasync procedure & how to place new db in es station¿, knowledge article to do full data sync process with a dropped database. Then tss executed the manual database shrink process as outlined following, ¿controlling the purge in es 1.5, 1.6, 1.7, 1.8 - purge recovery - purge queue growing faster than deletion or purge failure for extended period of time.¿ knowledge article. The customer confirmed that the issue had been resolved and granted permission to close the ticket. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was running slow. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.